Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 03-aug-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal bupivacaine and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient reported tm90 communicator had a physical defect on the charging port. No patient injury reported. The patient also reported that they had been dealing with the handset charging issue for quite a while; "it takes forever to get an extra dose". Patient mentioned "it's hard to charge most of the time" and because of that they are unable to get their bolus. Agent warm-transferred patient to healthcare it (hcit).